Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
Primary tkr implanted (B)(6) 2014 by dr (B)(6). Patient recently complaining of anterior knee pain and laxity of the joint- a severe a/p (anterior/ posterior) loose translation which was why dr b.s. Decided to revise. He resurfaced the patella and exchanged the insert from a 9mm cr to a 13mm cs. Upon removing the old insert- he discovered a fragment of polyethylene that had broken off the medial posterior lip of the insert. The surgeon did comment that perhaps the severe laxity of the knee may have caused a knock on the posterior lip of the insert which could have possibly broken it off.